Event description:
It was reported the patient experienced ineffective stimulation as the pain increased. Diagnostics testing showed the lead impedance was invalid. Consequently, the lead was explanted and a new lead was implanted. Postoperative, the stimulation therapy was confirmed in the pain area and the patient reported the pain had decreased.